Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was treated with a topical steroid (date not reported).